Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan from (B)(6) alleging an apply sample issue with the one touch verio pro meter. The patient's reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's reporter claimed an apply sample issue with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury

Manufacturer narrative:
(B)(4): the meter was tested and the primary complaint was not confirmed. However, a secondary issue was observed where the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
The meter has been returned to lifescan (lfs) for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.